Event description:
The user facility reported that when a patient is placed on the orthovision table it would slowly drift down. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the table top would drift slowly down due to leakage within the lift cylinder when patient weight was applied. The user facility stated to the steris technician that they were aware of the need to repair the table but continued to use it. The technician stated that they were using some unspecified means of blocking/stopping the table drift. The technician replaced the lift cylinder, tested the table and confirmed it to be operational. The table is not under steris service contract and is serviced and maintained by the user facility.